Event description:
Waffle cushion appeared to be inflated/intact when removing from packaging. Upon patient sitting on it, in the chair, the cushion went flat. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injuries. Thus, it has the potential for skin integrity impairment. Manufacturer response for seat cushion, static air seat cushion (per site reporter). Equipment failure trend reported to manufacturer. Equipment available for return.